Manufacturer narrative:
Investigation results: our quality engineer inspected the samples and photograph submitted for evaluation. Your report that the needle did not retract could not be confirmed from the photograph and representative 24g insyte autoguard devices that were returned from lot #4163937. A functional test showed that the needles fully retracted without delay when the safety mechanism was activated. No damage or defects associated with the manufacturing process were noted on the returned samples. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard yel 24ga x .75in needle retraction failed it was reported by customer that experienced multiple failures where the needle did not retract (x4 tested and all failed). Verbatim: I was advised that lot#4163937 experienced multiple failures where the needle did not retract (x4 tested and all failed). Other lots were tested and performed fine.